Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where on post-operative day 6, after the evoque procedure, the patient died. This patient was discharged home after receiving the evoque valve. The patient went to the emergency room at an outside smaller hospital in complete heart block (av block), unable to transcutaneously pace resulting in death.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Six days after the valve was implanted and after the patient experienced a complete atrio-ventricular block (avb), the patient died; due to ER unable to transcutaneously implant a ppm. No manufacturing non-conformities were found during DHR review. Since no edwards defect was identified, corrective or preventative actions are not required. A definite root cause is unable to be determined. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.